Manufacturer narrative:
D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complaint from the literature review reported that four days later after bi-impella support, the patient developed acute pulmonary edema and a new onset of impella-mediated severe mitral regurgitation (mr) due to a3¿p3 flail. Considering the profound thrombocytopenia, unclear neurological status, and acute liver failure, the surgical risk was prohibitive. Therefore, the heart team decided on a mitraclip procedure. The patient expired from multi-organ failure after 22 days of impella support.

Manufacturer narrative:
The investigation into the thrombocytopenia issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the issue was not determined due to insufficient clinical details.